Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical swartz braded transseptal guiding introducer (model# 407449 lot# 6124291), st. Jude medical brk transseptal needle (model# 407200 lot# 6110795), boston scientific dynamic xt octapolar catheter (model# m0042011050 lot# 20897285) . (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was attempted several times and required the assistance of a transesophageal probe. The difficulties with transseptal puncture were attributed to the patient¿s curved septum secondary to left atrial pressure. After attempting to traverse the atrial septum with the ablation catheter, the physician was uncertain if the catheter was in the left atrium. Physician withdrew the ablation catheter and attempted to enter the left atrium a 2nd time. Physician aborted the attempt due to fear of dissecting the septum and performed a 2nd transseptal puncture. Upon entering the left atrium, a pericardial effusion was detected via transesophageal probe. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Septal sheath was removed. Effusion was resolved. Six hours post-procedure, the patient was reported to be in stable condition. It was determined that the septum had been dissected. Medical history includes hypertrophic cardiomyopathy. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on february 27, 2018. The patient was a (B)(6) female with pre-procedure diagnosis of atrial fibrillation and hypertrophic cardiomyopathy. It is noted the hypertrophic cardiomyopathy may have contributed to the event. There was high left atrial pressure and difficult transseptal access. Transseptal puncture was performed with a st. Jude medical brk needle. The patient received anticoagulant during the procedure. An extra week of hospitalization was required due to the adverse event. In addition, the device evaluation has been completed on march 6, 2018. It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).